Event description:
Customer reported back-to-back blood glucose results of 239 mg/dl and 239 mg/dl using advantage system 1, 88 mg/dl adn 79 mg/dl using advantage system 2. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the systems, replacements sent.

Manufacturer narrative:
This medwatch is for advantage system 1. Please see medwatch is for report on advantage system 2.